Manufacturer narrative:
Common name/ product code: determined ljs based on device family. PMA/510(k) #: unknown as product code not provided. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported on (B)(6) 2018, medwatch 1820334-2018-00867, several spectrum PICC lines have clotted which required patients to undergo an additional rewiring procedure. This report is to document an additional patient mentioned as well as medwatch 1820334-2018-01145. Patient demographics, individual event details and product information have not been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. A review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. No evidence was presented to support that the device was manufactured outside of cook medical specifications. There is no information about any protocol for maintaining lumen patency either through routine heparin lock or routine flushing or continuous saline or heparinized saline drip. There is no information surrounding medications, patient medical history or catheter placement that may have contributed to this event. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Blank fields on this form indicate the information is unknown, unchanged, or unavailable. A review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. No evidence was presented to support that the device was manufactured outside of cook medical specifications. There is no information about any protocol for maintaining lumen patency either through routine heparin lock or routine flushing or continuous saline or heparinized saline drip. There is no information surrounding medications, patient medical history or catheter placement that may have contributed to this event. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.